Event description:
The advocate called on behalf of a (B)(6) customer. She alleged, the customer's contour link meter read low compared to the hospital blood glucose readings. The customer was treated with insulin. A comparison test was performed while the customer was in the hospital. The contour link meter read 1.9 mmol/l, while the hospital received a reading of 7.0 or 8.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not have any test strips left, so no product will be returned. Replacement test strips and a new meter were sent to the customer.